Event description:
It was reported by the affiliate that the (1)ppho1 was used during a procedure for prolapse hemorrhoidectomy. The surgeon completed the surgery, all was thought well, the surgeon came back to check and it was found that the patient had experienced about 2.5 liters of blood loss and was operated on once again. The surgeon checked the instrument again and found a staple in the white ring of the stapler. There was an unformed staple at the six o'clock postition of the staple line; this is where the bleeding occurred. The stapler had already been cleaned, but part of the white ring is still dirty because of the presence of the misformed staple.